Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Customer used insulin pen to address bg. The customer alleged that the pump was not delivering boluses; however tandem technical support reviewed the pump's history and boluses were delivered. Recommendation was made to consult with a healthcare provider regarding diabetes management.